Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during the lithotripsy procedure, the laser fiber was broken in half. The procedure was completed by replacing another laser fiber device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d8, d9, h2, h3, h4, h6, h11. Correction to e1 first name. Correction to e2 last name. Correction to d5 removed ni from other operator of device. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, olympus determined the cause was likely to have occurred due to failure of the damaged fiber tip, however the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.